Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.

Manufacturer narrative:
(B)(4). A second follow-up is being submitted for this (B)(4) as the first follow-up was submitted incorrectly and that the information contained in it belongs to MDR 3004753838-2014-04381. All information reported in the initial report for 3004753838-2014-03831 is current. If additional information is provided or if the product returns for evaluation a follow-up MDR will be submitted.